Event description:
It was reported that during shift check, the autopulse platform displayed a user advisory 2 (compression tracking error) message. The platform was used on a mannequin. Caller was able to clear the fault but it takes them 30 minutes to do so. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on 06/11/2013 for investigation. Investigation results as follows: visual inspection of the returned autopulse platform showed the restraint brackets to be cracked. A definitive cause for this physical damage could not be determined. Review of the autopulse archive data showed numerous user advisory 2 - (compression tracking error) faults that occurred and that a small patient was used onboard and low voltage battery was used during compressions. Further functional evaluation of the returned unit confirmed a load cell module was defective and not functioning properly. The reported complaint has been confirmed based on the review of the data archive. A definitive cause could not be determined, however it is likely that the faulty load cell module caused or contributed to the reported user advisory 2 faults encountered.